Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the returned part revealed the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the device failed the airflow accuracy test (pvt test 5) at the zero point specification. There was no patient involvement. The event date was not specified, estimate used.